Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered three inappropriate anti-tachycardia pacing (atp) and six electric shocks for the patient's supra ventricular tachycardia (svt). Therapy got exhausted. Technical services (ts) suggested reprogramming options. At this time, no adverse patient effects have been reported. This product remains in-service.